Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked case and broken belt clip slot.

Event description:
Customer reported via phone call to have received a battery out limit alarm and was not able to clear alarm. Customer was on vacation and was not able to do the replacement process. Customer called back for pump replacement. Customer's blood glucose was not reported.